Event description:
Physio-control evaluated the device and found that it would freeze upon boot up and was inoperable. The failed device is a physio-control loaner defibrillator and there was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control isolated the cause for the lock up malfunction to be failure of the system pcb assembly. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the loaner device pool.